Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
A patient reports their personal diabetes manager (pdm) battery is not holding a charge. In addition the patient reports their pdm battery is swelling and the pdm is hot while charging.